Manufacturer narrative:
The device, which was used in a procedure, was not returned for evaluation. Visual inspection and functional testing could not be performed. A relationship, if any, between the device and the reported incident could not be confirmed. A device history record/complaint review was not performed because the part number and lot number were not provided. Possible root cause; contact with another source. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. If the product is returned in the future the complaint can be reopened and evaluated. Our quality department will continue to monitor for trends. No further investigation is required.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the procedure, the vulcan ablator tip broke. The broken instrument was removed from the patient. It is unknown if there was a delay or if a backup device was available and how the issue was resolved. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.